Event description:
A ventilator was returned to the manufacturer with the allegation of water in the unit. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was found that the entire airpath was water damaged. The device main board was damaged and the main chassis, muffler assembly, blower, cap mounts, outside side panel and all of the tubing has black film all over. Machine flow sensor also had water damage. The machine flow sensor was replaced and small parts with black film were cleaned to address the issue. The device passed testing post cleaning.